Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-2329 (lot: 0011846922), product type: 0195-heart valves,  product ID: d-evolutfx-2329 (lot: 0011924365), product type: 0195-heart valves;  product ID: evolutfx-29 (serial: (B)(6)), product type: 0195-heart valves, implant date (B)(6) 2023. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the patient had severe peripheral artery disease (pad) with limited peripheral artery access sites. Left femoral access was used for the delivery catheter system (dcs) and right radial artery access for the pigtail. The patient's right femoral artery (rfa) was not adequate for access due to previous peripheral surgeries. The valve was placed into the aortic position where two recaptures were performed before final deployment. It was noted that there was difficulty placing the pigtail from the right radial artery access into the non-coronary cusp (ncc) and visualization of the non-coronary cusp (ncc) was not great. Upon final deployment of the valve, the valve was sitting deep at a depth of about "one and a half diamonds." Transesophageal echocardiogram (tee) confirmed that there was paravalvular leak (pvl) around the valve skirt due to the depth of the valve. The pigtail was removed and the valve was snared up hoping to achieve optimal depth. In the process, the valve dislodged above the annular level. The valve was continued to be snared above the sinotubular junction (stj). Due to limited peripheral access, the snare was removed and the right radial access was used for pigtail deployment. A new valve was prepped and advanced to the aortic position. While advancing the second valve, the first valve was forced down into the sinuses where a dissection occurred in the sinus. The second valve was deployed and mild pvl and a mean gradient (mg) of 5 millimeters of mercury (mmhg) was observed. The patient remained hemodynamically stable through the procedure. Computed tomography (CT) was performed following the procedure and the dissection was contained and not growing. One day following the valve implant, CT showed the dissection was stable and possibly slightly bigger but not significantly as the patient was monitored. No treatment for the dissection was reported. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the device remains implanted, and no procedural images were submitted for review; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Updated data: b5. G2. H6. Additional codes: annex f annex g medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that during implant, a pre-implant balloon aortic valvuloplasty was not performed. Prior to the valve dislodgment, the valve was implanted at a depth of 15mm on the non-coronary cusp and 15mm on the left coronary cusp. Moderate paravalvular leak was noted. Per the physician, the cause of the dissection was due to the first valve being pushed down into the sinuses when attempting to advance the second valve through the first valve. Monitoring and repeat scans were provided for treatment of the dissection. It was noted that the patient was extubated and re-intubated after contracting covid-19. There was no patient anatomy that contributed to the dissection. No adverse patient effects were reported.

Manufacturer narrative:
Images were submitted to medtronic for review. The excerpt of the image subject matter expert (sme) review report follows: three media files were provided for review of the event description above. Patient¿s executive summary was provided for anatomical review. Patient annulus perimeter measured 81.6mm with a perimeter derived diameter suggesting a 29mm or 34mm evolut fx. Patient appeared to have significant peripheral arterial disease. Media files show a deep valve, approximately 14mm below the annulus. It was reported the valve was snared resulting in aortic dislodgment. After advancing the new delivery catheter system to implant a second valve, an aortic dissection is visible at the level of the sinuses. As stated in the instructions for use (IFU), physicians should use judgment when considering repositioning a fully deployed bioprosthesis (for example, using a snare, balloon, and/or forceps). Repositioning the bioprosthesis is not recommended, except in cases where imminent serious harm or death is possible (for example, coronary occlusion). Repositioning of a deployed valve may cause aortic root damage, coronary artery damage, myocardial damage, vascular complicat ions, prosthetic valve dysfunction (including device malposition), embolization, stroke, and/or emergent surgery. Updated h.6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.